Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 543:320:654:0000 was confirmed during product evaluation by baxter service personnel. This condition was attributed to depleted batteries due to user error. The main batteries and battery harness were replaced to correct this condition. The user interface module software version for this device is colleague 2006(5.09.90). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 543:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.